Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that incision was a little swollen and very tender. Caller stated that in the mornings when they get up it was very sensitive and they have trouble starting to walk without the pain. Caller added that once they start walking it helps but they were taking tylenol and ibuprofen alternating every 3 hours. Caller mentioned that they are also taking an antibiotic for type 2. The patient was redirected to their healthcare provider (hcp) to further address the issue.